Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the por was unknown. Patient thought it may be that when they do the recharging properly and don't charge like they should in a consistent many the it turns itself off. They believed they missed a week of not charging and if they don't do it within a reasonable time it will cut off. It was reported that the issue was resolved. Patient said to resolve the issue they will be charging every week "as I am supposed to do".

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was today the patient saw a por (power on reset) message on the handset. Patient said, they was in the hospital about a week ago and they had to turn the therapy off to get MRI. Walked caller through turning the therapy back on. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.